Event description:
It was reported that during an unspecified treatment procedure, a balloon detachment occurred. A 20mm x 4.5mm quantum maverick balloon catheter was selected for use and the balloon detached in the artery. The physician successfully retrieved the balloon by using a torqueing technique and wrapping wires around the balloon and pulling the balloon out through the guide catheter. The procedure outcome is unknown. No patient complications were reported. The patient status is unknown.

Event description:
Customer reportedly received result of 90 mg/dl on the aviva system and 248 mg/dl on the advantage system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the aviva system (lot number 302616, expiration date 08/31/2011). (B)(4).